Event description:
It was reported that this right ventricular (rv) lead was repositioned due to loss of capture (loc) and diaphragmatic stimulation. No additional adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to loss of capture (loc) and diaphragmatic stimulation. No additional adverse patient effects were reported. Currently, this lead remains in service. According to additional information, the pacing impedance of this lead had decreased from 1000 ohms to 400 ohms prior to revision procedure. It was noted that there were no further complications after the procedure.